Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the device experienced high purge pressure/purge system blocked alarm. The patient's outcome was stable.

Manufacturer narrative:
Updated information: b5 clinical narrative updated, d4 catalog number updated, h6 impact code added f2303. The investigation for the high purge pressure has been completed. No product or logs were returned for evaluation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Event description:
Clinical narrative: a 61-year-old male patient had an impella cp placed for ami/cgs. On dec. 24th the patient was escalated to an impella 5.5 via the axillary artery for pre operative support. The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support was not identified. On 12/24 there were noted high purge pressure /purge system blocked concerns with no information on what troubleshooting was done. The field representative responded that tpa was administered through the purge and resolved the issue. The family withdrew care on the patient. Upon further communication with the field team it was discovered that the patient remained on support until 1/6 when the decision was made to withdraw care and the patient expired. The patients death is unrelated to the purge concerns on 12/24 as there was no noted interruption of support and no other noted device concerns between the date of the event and the date the patient passed away.

Manufacturer narrative:
B2, b5, h1, and h6 updated. The investigation is still ongoing.

Event description:
The complainant reported that the patient expired.

Manufacturer narrative:
Clinical narrative: a 61-year-old male patient had an impella cp placed for ami/cgs. On dec. 24th the patient was escalated to an impella 5.5 via the axillary artery for preoperative support. The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support was not identified. On 12/24 there were noted high purge pressure /purge system blocked concerns with no information on what troubleshooting was done. Upon further communication with the field team it was discovered that the patient remained on support until 1/6 when the decision was made to withdraw care and the patient expired. The patient's death is unrelated to the purge concerns on 12/24 as there was no noted interruption of support and no other noted device concerns between the date of the event and the date the patient passed away.